Manufacturer narrative:
Concomitant med products: shield devices, quick coupling devices, drill chuck attachment device. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor was seized, jammed and heavy moving. Therefore, the reported condition was confirmed. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical, it was observed that the kirschner wire tip on the small battery drive device stopped rotating during surgery. It was reported that the device was being used with two shield devices, two quick coupling devices and a drill chuck attachment device. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.